Event description:
It was reported that the customer's insulin pump alarmed. Troubleshooting was performed, and the device could not pass the displacement test. Ran a self test and passed. Reviewed the alarm history and the error alarms were confirmed. No further info was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with an alarm during the displacement test due to excessive axial motor play. The insulin pump contained a cracked case on the lcd display window corners and was noted during the visual inspection.